Manufacturer narrative:
E2403,f27 codes are added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that they drove and tested the image acqu isition system (ias). System passed and mobile viewing station (mvs) drives as expected. Found the wheel bent. Wheels and base on this has been replaced. Front castors were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000557, product ID: bi71000558, product ID: bi71000557: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while moving the system down a hallway, the system unexpectedly veered right. As a result, the person operating the system injured their back. The system did not collide with anything. There was no patient involvement.